Event description:
It was reported a patient underwent an otolaryngology surgery on an unknown date and a drain was used. During surgery, drainage could not be performed properly. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: there may be a hole in the tip, therefore an investigation is required. Additional information has been requested, however not received to date. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Lot number provided (j2003114) corresponds to a 2227 blake (r) drain 10fr round. Were there any issues reported in regards to a 2227 blake drain for this case? No further information is available. What is the lot number of the 2177 j-vac*resv. 150 ml? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. Corrected: product code: (B)(4). 2227 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H3 evaluation: product sample received. One used drain sample received for evaluation of size 600 mm. During complaint evaluation, sample was visually checked and found one cut mark on one side of the drain. This cut mark seems to be done with sharp tool which is not used in manufacture. Also, fluted part of drain not received. System test was performed to check the suction process of drain sample. No discrepancy found in suction test. Moreoveer no blockage found in the drain sample received. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.